Event description:
It was reported that the asymptomatic patient presented for device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.